Manufacturer narrative:
The customer was able to troubleshoot the leak with the help of a field service engineer (fse) over the phone. The customer noticed fluid on the top of tubes and cassettes while removing the tubes from the cassette. The fse surmised that the probe wash collar was misaligned. The fse assisted the customer with alignment of the probe wash collar. The alignment value was adjusted from 136 to 115, which corrected the misalignment of the probe wash collar and resolved the leak. The fse advised the customer to perform a reproducibility assessment, which verified the resolution. The instrument ran without leaks and all activities were verified according to the customer's established protocols. (B)(4).

Event description:
The customer reported a red fluid leak of approximately 1 ml from a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer was removing tubes from cassettes when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of glasses, gloves and a lab coat worn at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.